Event description:
On 3/12/1998 the account reported an erratic ck-mb result of 26.7 ng/ml which was run on the axsym analyzer. After the result was reported, the test was ordered again by the floor. The lab reran the sample and received a result of 2.0 ng/ml. According to the account, all qc were within expected ranges. No treatment was given based upon the erratic result.